Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap transfer set leaked ¿iodine solution¿. This occurred during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was received with a minicap attached for evaluation. Visual inspection and leak, clear passage, and clamp function testing were performed, and a leak was observed beneath the returned minicap. The transfer set was retested using an in-lab minicap and a leak beneath the minicap was observed, indicating damage to the female connector of the transfer set was present. The reported condition was verified. There was no evidence of damage to the returned minicap. The damage to the female connector was determined to be the cause of the reported leak. The cause of the damage to the female connector was determined to be a manufacturing related issue. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.